Event description:
It was reported that (1) device was used during a hemorrhoidectomy. It was reported by the affiliate that the pph01 instrument didn't cut all around. They had to finish the procedure without an instrument. There was no consequence to the pt.